Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn 33918) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of ua07 was due to a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 2017 and is over 8 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization was performed, which confirmed that load cell 2 was defective and needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). Autopulse platform use was discontinued, and manual CPR was performed. No consequences or impacts on the patient.